Event description:
Info received indicates the brake will lock but the casters continue to rotate.

Manufacturer narrative:
The tech isolated the issue to worn teeth on the casters which prevent the casters from swiveling when in brake. The tech replaced the four casters to repair the bed.